Event description:
In 2007, the patient reported that while removing the insulin cartridge from the infusion device the plunger became stuck to the piston rod and insulin spilled into the cartridge compartment. The patient was instructed on the proper technique for removing the insulin cartridge from the infusion device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.